Manufacturer narrative:
The two reported screws and plate were not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found for the two 2.7 x 12mm l low profile hexalobe screw (part number 3040-23012-s, batch numbers 576948 and 576949), and the acu-loc® vdu plate right std (part number 70-0046-s, lot number 550060) however, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 579620) was returned for evaluation. The returned driver was examined under magnification and had physical batch number 579620. The driver showed a fractured tip and signs of twisting of the lobes on the tip. The overall driver length of the fractured driver was measured to confirm fracture point. The driver measured 3.336", indicating that approximately 0.044" of the drivers' tip broke off. The fractured driver showed a sign of a torsional fracture pattern at the twisted end of the tip, with the fractured surface nearly perpendicular to the long axis of the driver. The fractured surface appeared moderately smooth (i.e. No signs of fatigue). The observed driver damage suggested a brittle failure mode. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. The twisted lobes are indicative of this excessive force that was applied and led to fracture of the driver. The returned product description indicated the driver was damaged during removal. During screw removal, the amount of bone growth and adherence to the screw are contributing factors to excessive torsional force which can cause the twisting of the spines and hexalobe tip fracture observed. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
(Report 1 of 4). It was reported during removal surgery one screw was removed, but the driver tip broke off while attempting to remove the second screw. The surgeon was unable to remove the broken piece from the screw head. The surgeon cut out part of the plate, leaving part of the plate and screw in the patient. The surgery was completed after a 20-minute delay. There were no other adverse patient consequences reported. There are 4 related report numbers for this event 3025141-2024-00397 through 3025141-2024-00400.